Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reconnected to the ilet after being disconnected from the prior day for oral surgery. The user wanted to confirm insulin delivery was resumed, and the agent verified insulin was active. The user reported elevated blood glucose (bg) following the disconnection, with a highest blood glucose (bg) of 308 mg/dl. The agent advised that the ilet would deliver corrective insulin as needed. The user was on antibiotics and had recently received a cortisone injection. At follow-up, blood glucose (bg) was 220 mg/dl and trending down. Blood glucose (bg) was corrected by reconnecting to the ilet pump. No symptoms, outside assistance, or medical intervention were reported.